Manufacturer narrative:
This correction report is being issued to update the below manufacturer narrative: upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the lead was performed. The referenced lead was returned with the helix mechanism in an extended position. Visual inspection noted that the helix mechanism was intact but was deformed (stretched). Dried blood was noted around the helix which is normal for an active fixation lead following an implant attempt. A helix mechanism test was performed and was unsuccessful due to the helix being deformed/stretched. Testing was completed to assess lead electrical performance and measurements were within normal limits. A stylet insertion test also passed without issue indicating no blockage in the lumen. Laboratory analysis confirmed the clinical observation; the helix was stretched and could not be retracted. Helix extension/retraction difficulty is a known complication associated with all active fixation (extendable/retractable) leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during implant while the helix was being extended into the ventricular septum. An attempt to retract the helix in order to reposition the lead was not possible. The lead was explanted, and visual inspection showed the helix was completely straightened. Another rv lead was successfully implanted instead. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during implant while the helix was being extended into the ventricular septum. An attempt to retract the helix in order to reposition the lead was not possible. The lead was explanted, and visual inspection showed the helix was completely straightened. Another rv lead was successfully implanted instead. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue in the helix housing, and a deformed, stretched-out helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. A helix mechanism test failed due to the helix being deformed/stretched. The "known inherent risk" investigation conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during implant while the helix was being extended into the ventricular septum. An attempt to retract the helix in order to reposition the lead was not possible. The lead was explanted, and visual inspection showed the helix was completely straightened. Another rv lead was successfully implanted instead. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.